Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor alarm occurred and did not re-set. No other details regarding the nature of the event were provided. As a result, an alternate sensor was employed to conclude the procedure. There were no reported adverse consequences to a pt as a result of this event.